Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
Revised stem due to loosening. No further information provided.